Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had no label or missing label information (all packaging levels). This event occurred 6 times. The following information was provided by the initial reporter: "printing came off."

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had no label or missing label information (all packaging levels). This event occurred 6 times. The following information was provided by the initial reporter: "printing came off."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and ink smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.